Event description:
This is filed to report the clip opening when establishing the final arm angle requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced and placed on the valve. While establishing final arm angle (efaa) the clip opened from 5 to 10-15 degrees. The clip was re-closed and deployed without performing the second efaa. An additional clip was then implanted to stabilize the first implanted clip and to further reduce the mr. The procedure ended with a final mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open during efaa) could not be determined. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user error of not performing the second efaa after lock line removal. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿two (2) fluoroscopic videos and four (4) fluoro still images were provided of the reported device. Based on the measurements in the first video, a potential opening of ~1 mm occurred which is not a significant amount if the measurement were accurate. Taking into account the movement of the clip in the video and inherent variability in human-made measurement, this amount is likely negligible. The second video was taken during active mechanical separation of the clip from the l-lock shaft. The clip arm angle appears to be ~10°-20° and in the fully closed position per the instructions for use; this is an estimation based on visual assessment with the naked eye and is not confirmed. There is no apparent clip arm angle change that occurs. After separation from the l-lock shaft, some movement of the clip is noted such that the clip arms angulate relative to the observer's perspective and be misperceived as a change in arm angle. The four fluoro still images provided are snapshots taken from the two videos provided.¿